Manufacturer narrative:
Product complaint#: (B)(4). Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: it was reported the suture exuded during sewing, could you please provide more details? Was there any adverse consequence associated with the patient? Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Please provide the product code and lot number: all answers above are unobtainable. Once there is any update, we will update the information.

Event description:
It was reported that a patient underwent a wound closure surgery on (B)(6) 2022 and suture was used. During the procedure it was reported that the suture broke and exuded during sewing wound in surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.